Event description:
A pt reported experiencing inaccurate low results with a one touch ultra meter. The pt's blood glucose results were 9.3 mmol versus 12.5 mmol meter to lab. Tests were done within 10 minutes with a difference of 26%. Pt did not experience any adverse events. No further info has been reported.